Event description:
Customer called to report high blood glucose levels. It was reported that the insulin pump alarmed no delivery. Customer also reported a bent cannula. Customer's blood glucose reading was 258 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has ben returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge. (B)(4).